Event description:
On (B) (6) 2008, the patient reported that he received an e6 (mechanical error) on (B) (6) 2008. He stated that his insulin cartridge was half empty at that time. He stated that the piston rod "locked up" when it was extended halfway and would not advance any further to deliver insulin. He stated that he performed a cartridge change but the piston rod would not extend completely. He inserted a completely filled insulin cartridge and continued to use the infusion device. He stated that today he received another e6 and the insulin cartridge was half empty and the piston rod will not extend. No physiological effects were reported. The patient will switch to his backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.